Manufacturer narrative:
The information that provided in date of incident with the initial report was incorrect. The correct information has been included with this report. Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019. It was reported that the case is non complaint event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump stopped working. Customer¿s blood glucose level was unknown. Customer stated that the display screen was a little different along with delivering insulin was slower as well as belt clip was broke. The device will not be returned for analysis.